Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an initial implant. The physician attempted to implant a lead but it became dislodged. After three more attempts the physician opted to use a different new lead. The patient was stable before, during and after the procedure.